Manufacturer narrative:
(B)(4). Date of initial report : 10/26/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported via maude report #mw5056209, that the device was being used during a colon resection and a piece of the dissector disengaged and fell into the patient cavity. The piece was retrieved and a new dissector was opened and used for the remainder of the case.